Event description:
It was reported that during a routine device changeout procedure, the atrial lead exhibited loss of capture and had previously been noted to have dislodged. The lead was capped and replaced.